Event description:
Customer called to report a blank display on the insulin pump after a battery change. Blood glucose reading was 104 mg/dl. The customer stated he was having difficulty with the battery cap. Customer had already received several battery caps and the problem still persisted. Advised that the insulin pump will be replaced and analyzed. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.